Event description:
It was reported that this pacemaker did not delivered pacing when required. Patient experienced underlying 2:1 heart block. Threshold remains normal. Technical services (ts) was consulted and recommended checking lead placement and header connection through x-rays. Ts explained device appears to be operating normally. No additional adverse patient effects were reported.